Event description:
The following has been reported by customer: according to customer the infusion rate of the pump was programmed with 10 ml/h. 50ml should be infused. Instead of the infusion duration of 5h the whole infusion was delivered in 1h. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Analysis of the device history log provided by the customer shows that on january 27 at 06:04:25, the user selected a braun perfusor 50 ml syringe and started an infusion programmed at 50 ml/h. An end-of-infusion pre-alarm was triggered 48 minutes and 6 seconds after the start of administration. Following this alarm, the user interrupted the infusion and then initiated a new infusion at 10 ml/h, which they immediately stopped. The device was switched off 4 minutes and 9 seconds after this last action. Furthermore, the flow rate accuracy analysis indicates that the measured values are within our specifications [+/- 3%. The reported device was not received in brézins for investigation. Analysis of the available information, and particularly the device history logs provided by the customer, reveals an inconsistency with the initial complaint description. The data indicates that the infusion was programmed and started at a rate of 50 ml/h, whereas the complaint mentions a rate of 10 ml/h. The cause identified for this complaint is therefore incorrect programming of the device. Therefore, the complaint is considered as misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.